Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. No reported adverse impact to the customer's blood glucose. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.